Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device and confirmed the correct size philips cuffs were used on the patient. The fse indicated the clinical audit trail revealed no adjustment for alarm limits. The fse retrieved the intellivue patient monitor (ivpm) configuration files and audit logs to be reviewed by the nss team. A philips remote service engineer (rse) remotely interviewed the customer who was onsite and created an nss escalation for clinical assistance to troubleshoot. The nss team reviewed the ivpm configuration files and logs provided by the customer. The evaluation revealed the nbp alarms (nbp s, nbp d, and nbp m) went off at multiple bed labels throughout audit log file. The configuration files show alarms coming from sys&dia&mean. According to the philips information for use (IFU), no matter what violation was, low or high, it will always be a yellow alarm. Based on the device configuration files and audit logs provided by the customer, the nss team could not confirm the customer's allegation. Both configuration files and audit logs showed alarming for sys/dias readings for nbp to multiple bed labels. Violations low or high will always be a yellow alarm, not red. The nss team recommended providing customer support to assist with further clinical education for the customer. The device remains at the customer site.

Event description:
The customer reported that the nbp alarms not working appropriately. The device was in use at time of event, there was no adverse event reported.